Event description:
Robotic thorascopic esophageal mass excision started; converted to open thoracotomy procedure, mass excised. During closure of open thoracotomy incision, after removing chest retractors from incision, it was noted by surgeon that there was a clear plastic "tab" found in the wound of the patient. This was removed and picture taken. Disposable items searched and it was determined that the "tab" came from the trocar package used in the case. The broken tab from the trocar was matched to the packaging as the items matched perfectly. The open cavity was searched and no other foreign body was left in the patient. Plastic tab measured 7 cm. Operating room management met with stryker representative and evaluated packaged trocar identical to trocar used in procedure on (B)(6) 2018. Re-processed packaging had same plastic tab supporting the trocar inside peel pack. Stryker rep, (B)(4), stated that they had reported this case to FDA via the "complaint handling" hotline. (B)(4).